Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, the right ventricular (rv) lead exhibited noise. It was noted that the patient had fallen. The rv lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.